Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the emergency room (ER) due experiencing the sensation of their heart pounding. Review of device data revealed oversensed noise, less than two seconds of pacing inhibition, and inappropriate shocks delivered due to chronic atrial fibrillation (af). It was suspected that the patient was pacer dependent due to the absence of an escape rhythm. Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.